Event description:
It was reported that during an l4-l5 lumbar fusion procedure, as the surgeon was doing the final tightening, the collar broke in half, and the nut is damaged. The torque wrench was also damaged while trying to tighten the nut. The surgeon removed the nut and collar and replaced them with a different nut and collar with no further problem. This is report 2 of 3 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Additional product code - mni.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: actual event date not known. This review determined that the uss collar could be improved with changes to the way the drawing was specified and tolerances applied. These changes helped to make the part more tightly controlled, while keeping the collar fully within the design envelope. This refined process on new production equipment will mitigate the product design as a root cause for failure. Mechanical testing has shown that this collar is susceptible to fracture within the rod slot at the root of the grooves. Each groove acts as a stress riser within the part and is a likely place from which a crack will propagate. To mitigate this as a potential root cause for failure, the uss collar (without grooves) will be re-released to the u.s. Market. Testing has shown that this collar will not crack under high torsional loads. After a thorough review of all available data on open complaints it has been recommended that no formal field action is required at this time. Conclusion the overall analysis of our investigation has indicated that no root cause can be found for the reported complaints. This complaint is considered indeterminate from a manufacturing perspective as no product fault could be detected. However, no conclusion could be drawn as the specific complaint device was not returned. Several process improvements have been identified and implemented and future complaints will be evaluated as they occur. Should new data be presented in the future we will react promptly and appropriately to address each case. (B)(4).

Manufacturer narrative:
Additional product codes: nkb, kwp, kwq.

Event description:
Maude adverse event report, report # mw5024065 was identified by post market surveillance. A copy of the report will be included in this report. This is 2 of 3 reports for complaint #(B)(4).